Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was jamming. The surgeon tapped the device on the table, a clip was released but it did not fire smoothly. The case was completed with the same device. The patient developed a post operative bile leak. It is unknown at this time if the leak is due to the reported incident. Unknown if intervention was required. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Yes, not firing smoothly were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Same device used to complete the case. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? No.